Event description:
It was reported that forty-seven consecutive patients underwent a single-level cervical arthroplasty. Patients were divided into 2 groups: soft disc herniation (16 cases) and the spondylosis group (24 cases). (B)(6). Sixteen patients were female.

Manufacturer narrative:
It was reported in a literature article, differences between soft-disc herniation and spondylosis in cervical arthroplasty: CT-documented heterotopic ossification with minimum 2 years of follow-up, journal of neurosurgery: spine feb2012; volume 16 that forty-seven consecutive patients underwent a single-level cervical arthroplasty. Patients were divided into 2 groups: soft disc herniation (16 cases) and the spondylosis group (24 cases). (B)(6). Sixteen patients were female. Complications for bryan: -heterotopic ossification -blood loss -restricted range of motion (rom) -hoarseness a review of the device history records for lot xxx is not possible at this time. (B)(6). (B)(4) ossification). No malfunction reported. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.